Event description:
Customer reports that customer's mother called to request supplies. It was reported that cannula was bent and customer had to go to the hospital where she was given three sure-t's. It was advised to call a different number for ordering supplies. Customer became irate and states she will make call herself and disconnected. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.